Event description:
Ob pt under general anesthesia to have c section. Doctor was securing device already in pt's abdomen, when a cracking noise was heard. A plastic button on the device had broken off. None of the device went into the pt. The piece that broke off was found. An x-ray was performed on pt post operatively. No adverse outcome for pt.